Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was learned through implant patient registry and medical records that a 23mm 3300tfx aortic valve was explanted after an implant duration of 1 years, 6 months due to severe regurgitation and valve dehiscence. The patient presented with shortness of breath. The explanted valve was replaced with a 23mm 3300tfx valve. The patient outcome at the end of the procedure as stable. Per medical records, the patient presented for severe ai and underwent an elective avr. While dissecting the mediastinum, the right ventricle found adherent to the mediastinum and was lacerated. The laceration was repaired with sutures. The previously implanted valve found dehisced from the annulus and was explanted and replaced with a 23mm 3300tfx. Post bypass tee showed well seated replacement valve with no pvl. The patient tolerated the procedure well and was transported to the recover room postoperatively in critical but stable condition. The patient was discharged from the hospital on pod #6.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 1 years, 6 months due to regurgitation. The patient presented with shortness of breath. The explanted valve was replaced with a 23mm 3300tfx valve. The patient outcome at the end of the procedure as stable. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Device dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.